Event description:
Reporter alleged the expiration date on the test strip vial does not match the date in the manufacturer's investory system for the test strip that is used with the blood glucose monitoring device. Reporter stated the test strip bottle indicates a usable date of 12-2005 however the inventory system indicates the strips are expired with a date of 03-2005. Reporter indicated no actions were taken and no treatment was received as a result of the alledged report. A request was made for the return of the suspect device and replacement product was sent.